Manufacturer narrative:
If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. Initial reporter first & last name: information unknown/not provided. Phone number: (B)(6). The device is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white speck was injected into the patient's eye from the healon gv pro syringe. The doctor made sure everything was being removed out during irrigation /aspiration (I/a) at the end of the surgery. The device was discarded after the surgery. There was no patient injury. No further information provided.